Event description:
It was reported that the console was not shooting straight, and it is misaligned. There was no patient involved.

Manufacturer narrative:
The console was field service at the user's facility, visual inspection was performed for all optics and mirror, no issues were identified. The optics and mirrors were cleaned. Aiming beam and treatment beam out of the concentric were verified and it passed all testing. The scanner and micromanipulator were connected to the console, and all shapes were showing a double image vertically. When the micromanipulator is removed, the scanner projects the images correctly and within specification as per the service manual. The micromanipulator needs to be replaced. Therefore, the reported event was confirmed.

Manufacturer narrative:
The console was field service at the user's facility, the system was powered on with no issues. The system passed all initial self-testing. There were no errors found upon start up. Visual inspection was performed for all optics and mirrors, no issues were identified. The optics and mirrors were cleaned. Aiming beam and treatment beam out of the concentric were verified and it passed all testing. The scanner and micromanipulator were connected to the console, and all shapes were showing a double image vertically. When the micromanipulator is removed, the scanner projects the images correctly and within specification per the service manual. A new micromanipulator with the original scanner were connected to the console, but the double image is still present. Upon further troubleshoot, it was noticed that there was only one treatment beam, and it is concentric with the primary beam coming out of the scanner and micromanipulator set up when firing. The double beam is found to be a beam that is cast from dichroic mirror with no treatment beam married to it. These findings are within normal functionality threshold of the console with the scanner and micromanipulator set up connected. Therefore, the reported allegation was not confirmed. Also, it was verified that the treatment beam and aiming beam were concentric out of the mast and arm. It was verified that the optics bench was aligned properly per service manual. All safety features on the system were verified and are functioning correctly per service manual. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the console was not shooting straight, and it is misaligned. There was no patient involved.